Event description:
In 1974, the patient underwent repair of the descending thoracic aortic aneurysm. In 1995, the patient presented with a pseudoaneurysm at proximal anastomosis that was repaired with a homemade stent graft. In 2005, the patient presented with a recurrent pseudoaneurysm, type I endoleak and was treated with a gore tag thoracic endoprosthesis. In 2007, the patient presented with a recurrent type I endoleak, a new type iii endoleak, and aneurysm growth. Following multiple repairs of the descending thoracic aortic aneurysm, in 2007 a reintervention was performed where a carotid to subclavian artery bypass was performed with embolization of subclavian with two amplatzers. The patient's status is unknown at this time.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.